Event description:
It was reported that the patient presented to the emergency department following a shock delivered by their implantable cardioverter defibrillator (ICD). Upon device interrogation, it was discovered that the patient's ICD had inappropriately gone into backup operation. It was also noted that the electrogram for the shock event was missing. Programming changes were made to reset the device. The ICD was later explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported complaint of device reset and egm missing was confirmed. As received the device battery was at normal operating level. Device image and session record were analyzed and no anomalies were noted. Field provided information was analyzed and reset was confirmed to have occurred in the field due to power on reset (por). Electrical testing was performed, and device passed all functional test. The cause of por was due to an undetermined anomalous component on the hybrid and the reported event in the field was not reproduced. Longevity assessment was performed, and device was found to have normal battery depletion based on usage. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained.